Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown/asked information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
After an unknown odyssey model intraocular lens (iol) was inserted in the patient's eye, a nick in the iol was observed. The iol was removed/cut out however, it is unknown if another iol was implanted. Patient prognosis post-procedure is also unknown. The doctor expressed concerns of the training of the technicians at the facility. No further information is available.